Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of over 600mg/dl and was 371mg/dl at the time of the call. The customer indicated that the tubing was coming out and blood at the site. Customer was advised on proper insertion, taping and site techniques and indicated that they will change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer declined further high blood glucose troubleshooting as they knew it was due to blood at the site. No further details given.